Manufacturer narrative:
Continuation of d10: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing fentanyl and hydromorphone for non-malignant pain. It was reported that the reason for call was patient stated that sometimes it doesn't let them get the last bolus for some reason. The patient stated that it took a long time to connect to the pump and every single bolus that they had, it could take 5 minutes for it to complete and the pump stated the patient had received the last bolus but that wasn't true. The agent asked the patient if they had spoken to their healthcare care provider (hcp) about this and the patient said no they kept forgetting to mention it to the hcp. The patient mentioned that in the last year, it had done it probably 7 times or something like that since january and maybe 5 times. The patient mentioned they don't feel the bolus went through but would like to receive their last bolus. The agent referred caller to the hcp for further assistance. The agent attempted to walk the patient through clearing the data on the device to make the bolus delivery faster. The patient had trouble locating the settings option on patient therapy manager (ptm) device and needed to end the call due to other plans. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue.